Event description:
It was reported that a home patient experienced a connection issue between the cassette line and a solution bag. This occurred during fill three of four of peritoneal dialysis therapy. The caregiver stated they did not tighten the connection properly and it became disconnected. The technical service representative assisted with ending therapy and advised to use manual supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the caregiver did not tighten the connection between the cassette line and solution bag properly. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.